Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing of the device the clip scissored. The device was fired multiple times and some of the clips scissored and some the clips were fine. The clips that scissored were removed and a second device was opened to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip in the jaws, the clip was removed in order to measure jaw width, and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Were there any feeding issues experienced with the device? Unknown. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No.